Event description:
It was reported that the customer experienced a low blood glucose (bg) level (value not provided). Reportedly, customer delivered a larger bolus than the pump recommended. The customer required assistance from daughter to treat bg level via consumption of carbohydrates. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.